Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was not returned to dexcom. The transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5199366), being used with the complaint receiver, was returned on (B)(4) 2015. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of unrecoverable loss of antenna was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015 the patient had unrecoverable loss of antenna. There was no report of injury or medical intervention. No additional event or patient information is available.